Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the generator inlet water valve required rebuilding. The technician rebuilt the valve and confirmed the unit to be operational.

Event description:
The user facility reported that water was leaking from their century sterilizer. No injuries or procedural delays/cancellations were reported.